Event description:
Approximately 20 months after percutaneous coronary intervention (pci) with two cypher stents, the pt's anti-platelet therapy was stopped for cataract surgery. Ten days later, the pt had a st elevation. An angiogram revealed thrombus within the implanted cypher stents.

Manufacturer narrative:
As reported by the affiliate, this pt presented for elective treatment of two lesions. Percutaneous coronary intervention (pci) was first performed on a novo lesion in the proximal left anterior descending (lad) artery of 18mm in length in a 3.5mm vessel diameter. The (b2) lesion was also eccentric. Directing stenting was performed with a 3.0x18mm cypher stent at 14 atmospheres (atm). Post-dilation was conducted with the 3.0x20mm stent delivery system balloon at 14 atm. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Pci was performed next on a mid anterior descending (lad) artery of 18mm in length in a 3.5mm vessel diameter. The (b2) lesion was also eccentric. Direct stenting was performed with a 3.5x18mm cypher stent at 14 atm. The stents were overlapping. Timi iii flows were recorded pre and post-procedure. Pre-procedure medications included aspirin 200mg/day. Intra-procedure medications included heparin 10,000u/day, cilostazol 200mg/day, aspirin 200mg/day and ticlopidine hydrochloride. Post-procedure medications included cilostazol 200mg/day, aspirin 200mg/day and ticlopidine hydrochloride. Approximately 20 months later, all anti-platelet therapy was stopped due to contract surgery. Approximately ten days later, st elevation was observed. Coronary angiography was conducted and thrombus was observed in the cypher stents. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.0x unk length balloon (3.0/unkmm). Inflation pressure and time was unk. The physician commented that the possible cause of the thrombotic event was because anti-platelet medication was stopped because of cataract surgery and the stent was under-dilated. Anti-platelet resumed after these events. Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. A male pt with a history of hypertension and hyperlipidemia experienced a thrombotic event twenty-one months post cypher stent implantations. The reason for the pt's initial admission to hospital was not reported; but an elective angiogram revealed lesion in his mid and proximal lad. This pt's advanced age and history put him at increased risk for mace. Pre procedural medications included asa and cilostazol; while intra procedural medications included heparin. Acts were not measured during the procedure. The mid lad was described as de novo, type b2, 3mm in diameter, 18mm in length and eccentric. The lesion was not pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 14atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. The lesion was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The proximal lad lesion was described as de novo, type b2, 3.5mm in diameter, 18mm in length and eccentric. The lesion was not pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 14atm. The lesion was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged on medications that included asa and cilostazol. Twenty-one months after the index procedure, the pt's asa and cilostazol were discontinued in anticipation of cataract surgery. Eight days later, the pt developed st elevations. A repeat angiogram revealed thrombus within the previously implanted cypher stents. This was treated with aspiration and ptca. His asa and cilostazol were re-started. The products remain implanted in the pt and are thus not available for evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible causes of the thrombotic event were the discontinuation of the pt's anti-platelets and the under-dilation of the stents. There are pt, procedural and pharmacological factors that may have contributed to this event. This in one of two products associated with this event that were reported under the following manufacturing numbers 9616099-2007-00971 and 9616099-2007-00972.